Manufacturer narrative:
Additional information was received that the physician did not feel as though patient's chest pain was related to the device. The leads migrated downward which did not warrant physician to believe it was device related. It was also reported that the patient had a history of heart related issues.

Event description:
A report was received that the recently implanted patient was experiencing chest pain with negative cardiac work-up. The patient turned off the device in the emergency department and his chest pain subsided. Fluoroscopy of leads were taken and confirmed that right and left leads had migrated. The patient underwent a lead revision procedure wherein clik anchors were implanted. No device malfunction was suspected. The patient was doing well postoperatively. It was unknown if the chest pain was device related.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-1110-02 serial #: (B)(4) description: precision implantable pulse generator (ipg).

Event description:
A report was received that the recently implanted patient was experiencing chest pain with negative cardiac work-up. The patient turned off the device in the emergency department and his chest pain subsided. Fluoroscopy of leads were taken and confirmed that right and left leads had migrated. The patient underwent a lead revision procedure wherein clik anchors were implanted. No device malfunction was suspected. The patient was doing well postoperatively. It was unknown if the chest pain was device related.